Event description:
It was reported that the user experienced hyperglycemia followed by hypoglycemia after a meal while using the ilet system, despite announcing the meal within 15 minutes and selecting the appropriate meal type; the reported high was 250 mg/dl and the low was 63 mg/dl, and the user is not currently using the pump as it is being returned. Symptoms included dry mouth or thirst and brain fog during the high, and blurry vision and lip numbness during the low. Outcomes included self-treatment of the low with two glucose tablets upon alert with return to target range and no alerts or alarms reported during the event. Investigation included troubleshooting and education. Investigation of this case revealed a cause of the hyperglycemia to be unclear with no device alarms and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.